Event description:
It was reported that the customer received a button error alarm on the insulin pump and numbers were scrolling on their own, after customer had gone swimming. The customer's blood glucose was 211 mg/dl, which was treated with manual injection. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm and no unexpected scrolling numbers or vibrating anomaly noted during our testing. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.